Event description:
It was reported that the patient's ams800 artificial urinary sphincter(aus) device was removed on an unknown date due to unspecified reasons. A new aus device consisting of a 4.0cm cuff, 61cm prb and control pump was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.